Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to a blood glucose (bg) level of 574 mg/dl. The customer was treated with intravenous insulin and saline, and released from the hospital on (B)(6) 2022 with no permanent damage. The cause for the elevated bg level was unknown. Tandem technical support performed a pump system check and determined the cartridge had been in use past labeling. Multiple attempts were made to follow up with the customer, however, a response was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider.